Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon investigation, the cable connecting the rear therapy electrode (te) and distribution node (dn) was pulled from the strain relief, damaging internal wires. The cause of the inability to complete testing is the damaged cable and wires. The root cause of the damaged cable and wires cannot be positively identified but was likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.

Event description:
A us distributor returned electrode belt indicating that it could not complete testing.